Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that she did back to back blood glucose tests, using separate fingersticks. Her results were 73, 58 and 94 mg/dl. She did not have any symptoms, stated only 'erratic readings.' She checks the confirmation dot for enough blood and compares it to color chart. Rptr is on glucotrol and does not adjust meds to meter readings. Due to the rptr's control solution being expired, no control testing was done during troubleshooting. The lifescan rep reviewed cleaning, coding, use of control solution, sample application and storage of strips.